Manufacturer narrative:
Supplemental data: the device was manufactured on 28-april-2016. A review of the manufacturing documents from the DHR/lhr have been reviewed with special attention to the manufacturing and inspection of this product. The products released for distribution were found to have met all specifications prior to shipment. Of the lot containing 8,750 devices only this one complaint has been received for this lot of product and event description.

Manufacturer narrative:
One (1) "damaged/used" ultraclean pencil was returned for evaluation on (B)(6) 2017. Visual inspection found the returned electrode was not fully inserted into the pencil when received. However, inspection of the hand-piece housing, electrode, and cord components were observed to have no breach of insulation. Further examination of the electrode revealed a dark residue but no evidence of glove material on the blade. The device was functionally inspected through actuation with a system 7500 electrosurgical generator and the reported problem could not be duplicated and/or verified. During testing, the device was observed to activate normally when the cut and coag button components were independently pressed with normal pressure. Device activation was not observed when the device was at rest. The evaluation report concluded that the electrosurgical pencil was found not to activate unless the cut or coag button was depressed. The pencil was confirmed that it would not produce current unless the device was intentionally activated. This alleged problem therefore could not be verified. The manufacturing date, lot size and review of the manufacturing documents were not obtainable as the lot number of the device was not provided with this complaint. A 2-year review of the device family revealed no other complaints reported for this failure mode. During this same 2-year time frame over (B)(4) units were sold worldwide making the occurrence rate for this failure mode (B)(4) percent. This failure mode is addressed in the risk documents and the safety risk has been found to be acceptable. The instructions for use (IFU) provide the following warnings: -if there is visible evidence of damage to the exterior of the device such as cracked or damaged plastic or connector damage. -in the presence of flammable gases, flammable prep solutions or drapes, oxidizing gases such as nitrous oxide or in oxygen-enriched environments. -verify that the electrode is fully and securely seated in the handpiece before use.

Event description:
As reported by the user facility via a user voluntary medwatch report mw#5067122, which stated during an exploratory laparotomy and possible whipple on (B)(6) 2017, "in the operating room, surgeon was using bovie with pencil cautery/tip. Upon entering the stomach, there was a flash fire, patient was not burned, but the surgeon was." Follow-up with the facility revealed that the surgeon sustained a first degree burn and received no treatment for this reported incident. The surgical team performed inspection of the oral cavity using a glidescope, inspection of the airway using a bronchoscope, and inspection of the esophagus via egd to ensure no patient injury occurred. This is being filed based on the potential for injury with recurrence.